Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, partial on (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all testing and the event logs had no indication of a stall occurring at any time. Analysis of the catheter found leaking at the sutureless connector during pressure testing. Tears and coring were seen in the cup of the sutureless connector.

Event description:
It was reported that there was a possible problem with the connection between the access port and the sutureless connector (sc). The patient had fluid collection in the pump pocket and it was suspected that the catheter was leaking. Prior to the revision, the physician had accessed the catheter access port (cap) in the office and aspirated a large amount of fluid, the exact amount was unknown. After aspirating, the fluid collection in pocket was reduced. Also, when the pocket was opened, the cap was aspirated and 2 cc¿s of fluid were removed and bubbles were also noted. The pump was a planned explant for the elective replacement indicator (eri) and was replaced. The catheter was partially explanted and was cut just distal to the pin, 9.4 centimeters (cm) of the proximal piece of the 8709 was removed and replaced with an 8578. Aspiration was attempted after connected to the new pump and no bubbles were noted and there was good flow. At that time the physician thought the issue should be resolved. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. The patient¿s outcome was requested but was not provided at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.